Manufacturer narrative:
The customer reported complaint of the autopulse displaying error message user advisory (ua) 17 (max motor on time exceeded during active operation) was confirmed during archive review but not during initial functional testing. The archive data review indicated that the autopulse platform stopped compressing due to multiple user advisory (ua) 17 (max motor on time exceeded). The drive train motor was on for more than 265ms during compression without a low battery warning. The spool shaft did not reach the target depth position due to the large and stiff patient (max load sum exceeded 119 kg). The platform was functionally tested and there were no problems or error messages noted. The platform was tested using normal manikin for 30 minutes and using lrtf (large resuscitation test fixture, equivalent to 250 pound patient) fixture for approximately 60 minutes and there were no error codes noted. Additionally, a load cell characterization check was performed and both cells are within specifications. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Therefore, the probable root cause of the ua 17 is that the patient was large and stiff. User advisory error messages are designed into the platform when one of several conditions is detected. The platform has passed all the final functional testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that prior to performing compressions, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 17 (max motor on time exceeded during active operation). The autopulse was never used on the patient since the error message occurred as soon as the platform was placed under the patient. Manual CPR was continued. The reporter stated that the lifeband could possibly be twisted due to the patient large chest circumference.